Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In addition there are multiple issues ¿ both product related and non-product related that may extend the time that the patient is on cpb. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, it was reported that the surgery was complicated by malfunction of the valve and the length of the procedure was extended. The patient required a blood transfusion. The device was not returned for evaluation at this time and follow up for the device is in progress. Based on the available information, the root cause for the event remains indeterminable. If new information is received. A supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted at implant due to pvl. Surgeon added additional sutures but the issue persisted. A 23mm non-ew valve was implanted. The patient also underwent a maze procedure. It was reported that the surgery was complicated by malfunction of the first valve. Repair was attempted first, but then it had to be replaced again. The length of the procedure was extended and patient required a blood transfusion. She was taken to the ICU post-operatively in critical condition. The patient was discharged on post-operative day 16.

Manufacturer narrative:
Evaluation summary: customer report of "aortic insufficiency" and "non-working right coronary leaflet" could not be confirmed through visual observations. Report of perivalvular leak cannot be confirmed. X-ray demonstrated the wireform to remain intact. Suture holes were visible around the sewing ring. The sewing ring was cut near commissure. The wireform was exposed on the outflow aspect near leaflet 3, and on the side of the valve near leaflet 2 and 3. The valve will be sent to r&d for further evaluation. Supplemental report submitted to include additional information received through follow-up and device evaluation.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 23mm aortic valve was explanted at implant due to severe aortic insufficiency, non-working right coronary leaflet, and perivalvular leak. Surgeon added additional sutures but the issue persisted. Per obtained medical records, the aortic valve was inspected. All the leaflets were severely calcified and it was functionally bicuspid. The aortic valve was resected. The annulus was decalcified and the aorta was copiously irrigated. The valve was sized at 23mm. Annular 2-0 non-pledged ethibond stitches were placed in supra-annular fashion. They were placed through the sewing ring. The valve was lowered through the aorta. It was tied in placed. The left main and right main coronary artery ostia were identified and free. The valve was well seated. It was tested for opening of leaflets, and was free of impingements. The patient was weaned off bypass. The aortic valve was in good position, but there was significant al, it seemed peri-valvular and in the left main annulus. Once the heart was arrested, and the aorta was opened. The surgeon could not find the defect, but just in case he put a few stiches from the annulus through the sewing ring. The aorta again was closed again. The patient was weaned off bypass. Again there was significant al. It seemed that the right coronary cusp leaflet was not moving as well. It was decided that it would be best to replace the valve again. A 23mm trifecta valve was successfully implanted. The length of the procedure was extended and patient required a blood transfusion. The patient tolerated the procedure well was taken to the ICU post-operatively in critical condition. The patient was discharged on post-operative day 16.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: a functional evaluation was performed by r&d. The peri-valvular leakage described in the operative report could not be assessed or confirmed by the in vitro testing. The findings demonstrated that the majority of the leakage detected was through non-central origins, most likely from the stent assembly and sewing ring areas, which is typical for this type of bioprosthesis during the initial implantation and should be reduced to a negligible level after the administration of protamine. The leaflet opening and closing appeared to be normal under the tested conditions. The reported right coronary cusp leaflet was not moving could not be confirmed. The leaflet coaptation appeared to be acceptable and there is no central leakage path evident in the fully closed position. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. A definitive root cause for the reported severe aortic insufficiency and non-working right coronary leaflet could not be conclusively determined. Per the engineering evaluation, a manufacturing defect was not confirmed. The trend was reviewed and found to be in control. No further actions are required.